Event description:
During acquisition of simulator CT images the gantry stopped. Under gravity the film cassette had slipped and released the locking handles of the CT after-split. Since the after-slit was not in the correct position, the gantry would not rotate. To correct the problem, the technologist tried to adjust the film cassette in position. In doing so, the CT after-slit fell and the edge of the after-slit hit the pt.